Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the ext tube was leaked during using".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the ext tube was leaked during using".